Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: phone number: (B)(6). Section h3-(81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlarged). Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, an intraocular lens (iol) was implanted in a patient's right eye, but the doctor noticed that the haptic of the lens was broken. There was incision enlargement, lens explanted and another johnson & johnson lens (spherical lens), model aab00, of the same diopter (24.5 d) was used as a replacement during the same surgical procedure. Corneal decompensation and iris atrophy reported. The patient is progressing with corneal edema 2+ with folds, sectoral iris atrophy. Visual acuity 20/80. No further information was provided.